Event description:
During insertion of swg via subclavian, the swg "stopped" after 3cm. It was not possible to move the swg forward or back. Dr. Decided to remove the swg and needle together. During removal, swg expanded. After removal, it was determined that the j-tip had separated and was retained within the vessel. The retained segment was located via x-ray and removed during the previously scheduled procedure. No pt complications reported.